Event description:
After experiencing fever, vomiting and weakness, this pt was transported to the emergency room via ambulance. Admitted with a diagnosis of tss. Remined hospitalized for 7 days during which time they received IV antibiotic therapy. Made a full recovery and was discharged home on oral antibiotics.